Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of the pipeline vantage with shield technology, a pseudoaneurysm located in the left internal carotid artery (c5), described as a 'blister aneurysm', was acutely ruptured. The patient experienced a localized headache as a symptom of the aneurysm. The corelab image read on (B)(6) 2022 indicated that the proximal end of the device was not completely open and that wall apposition at full length was not achieved. The aneurysm had a dome height of 1.3 millimeters, width of 1.6 millimeters, maximum diameter of 1.6 millimeters, and neck size diameter of 1.6 millimeters. The site had assessed that wall apposition was achieved, but a re-review was pending to confirm any device deficiency. No additional medical intervention was reported as required to prevent permanent injury or impairment. An assessment for product/therapy/procedure relatedness was not made by the investigator, sponsor, or cec.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported site reports use of a guidewire for purpose of assisting in opening the pipeline device to optimize wall apposition.